Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -9.50/2.5/094 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.